Event description:
It was reported that that there were no issues with hit. However, it was reported that the patient expired. The physician did not know the exact cause of the patient's death however the physician stated that it was not device related but ultimately procedure related.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (clot formation within the stent graft). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (clot formation within the stent graft).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The aortic neck was 19 mm in diameter. The distal aorta was 32 mm in diameter. The vessels had had mild calcification and mild tortuousity. The right common iliac was 10-17 mm in diameter, and the left common iliac was 10-12 mm in diameter. The patient has no known co-morbidities or clotting issues. The bifurcated stent graft and the ipsilateral extension were placed from the left side, and the contralateral limb and contralateral extension were placed on the right side without complications with the limbs crossed. The patient was well-heparinized. During an angio. Run, clot formation at the access area was seen; therefore, additional heparin was given. Clot was seen throughout the stent grafts. A fogarty catheter was used to remove thrombus successfully. The procedure was completed. Approximately two hours post-operatively, the patient complained of leg pain and mottled feet. The decision was made to bring the patient back to the or, and the decision was made to convert to an open surgical repair with removal of the stent grafts. The grafts were discarded. There was no kinking or other explanation for the severe acute thrombolytic reaction. No additional clinical sequelae were reported. Reference patient identifier # (B)(6).